Event description:
MFR received device tracking info indicating that pt underwent ncp system replacement due to lead discontinuity. Further follow up with treating physician revealed that system diagnostic testing prior to replacement surgery resulted in high lead impedance reading, indicating a possible lead break. X-rays reviewed by treating physician did not reveal any obvious discontinuities in the ncp system. Attempts to obtain the explanted lead for analysis have been unsuccessful to date. No serious injury was reported.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.